Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300mg/dl. Customer reported that the high blood glucose levels began on 03/09/2017 with no symptoms. Customer's blood glucose value was 548mg/dl at the time of the call. Customer stated they have a back-up plan and have not contacted health care professional. Customer treated with insulin pump. Troubleshooting was performed. The drive support cap appeared normal. There were no site or insulin issues. Customer was advice to check pump programming and found everything is correct, except for inaccurate programmed basal rates. Bolus wizard setting found to be accurate. Customer declined review of bolus history. After troubleshooting for high and low blood glucose the customer was advised on how to better operate the pump and that the insulin pump is working as designed. The product was not returned for analysis.